Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were positioned but the device did not meet release criteria. The device was under compressed (4-10% according to tee measurements). The device was recaptured and removed. While prepping another device, the patient heart rate dropped into the 20s. No effusion was present. Prior to procedure, it was documented that the patient had poor right ventricle function. CPR was performed and a pacemaker was inserted. The patient remained unstable and was put on extracorporeal membrane oxygenation (ECMO) support. After the patient stabilized, a coronary angiogram showed that the left coronary artery and the left main artery both had significant stenosis and a stent was placed. The patient remained on ECMO throughout the night and they removed the ECMO support in the morning.